Event description:
The customer reported the sys would intermittently not display a fluoroscopy image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. The sys operates as intended.